Event description:
The customer reported that she was taken to the hospital due to low blood glucose levels. The customer's blood glucose was 25 mg/dl when the paramedics arrived, and she was foaming at the mouth. The customer stated that she left the hospital before being admitted, due to cost issues. The customer stated that her insurance company changed everyone from novolg to humalog insulin, and she does not do well on humalog. The customer initially called to report that the backlight on the insulin pump stopped working. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no back light due to faulty electrical panel. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.